Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing of the returned product found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There did not appear to be damage to the wiring of the pack review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: japan.

Event description:
It was reported that before surgery the unit would not activate (no spray). There was no patient harm/injury or surgical delay as there was no patient involvement. During product evaluation, it was found that the battery had leaked electrolyte. Due diligence is complete, no further information is available.